Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge with less than the recommended amount of insulin, was educated on the proper amount required, and acknowledged the information. The customer chose not to remain on the phone with technical support but will follow up if further assistance is needed.